Event description:
User alleges a straight gas sampling connector was removed from its plastic pkg and placed in-line. Chest excursion immediately ceased and the ventilator failed to cycle. Hand ventilation with the anesthesia machine was attempted and failed. An oxygen e-clyinder with a mapleson circuit (vita signs) was used to ventilate the patient without difficulty with intravenous propofol infusion to maintain anesthesia. Careful inspection of breathing circuit revealed a taut, transparent diagphram of plastic packagiing obstructing the straight connector at its interface with the breathing circuit. The clinician's thumb had inadvertently retained this transparent obstruction on removal from its packaging. Following removal of the obstruction, the circuit was reconnected and the case proceeded uneventfully.